Event description:
The customer contact reported the device delivered more medication than intended. The pump was returned to the biomedical engineering department with a note that stated, "I set the pump c to give a medication over one hour and the pump gave a bolus." No specific patient information, pump programming, or event details were available. There were no reported adverse patient events while the device was in clinical use. During testing at the user facility, the device passed testing. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.